Event description:
End-user called to complain that the standard strip was out of range. Troubleshooting by phone confirmed this. The device was replaced and the defective one returned for investigation.